Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery noted a higher than normal current drain since the last device check. It was further reported that there was premature battery depletion. The patient will be scheduled for a device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a potential increased current drain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis found the device to have high system current drain. When the suspected integrated circuit was removed current drain was smaller, and was not able to be consistently sustained. If information is provided in the future, a supplemental report will be issued.